Manufacturer narrative:
H10: additional manufacturer narrative: added information to d4, h4 and h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with the patients other underlying risk factors likely contributed to this event. The patient is noted to have a history of end-stage renal disease on hemodialysis. Per the instructions for use, the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism) because it has not been studied in these populations. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a viv after an implant duration of four (4) years, one (1) month due to severe mitral stenosis, moderate leaflet thickening, moderate regurgitation and mild calcification. The patient presented with doe and chronic systolic chf. A successful tmvr was performed with a 29mm 9750tfx valve. As reported, the patient did well. The patient was transferred to the recovery unit in stable condition.